Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the minor scratched lcd window, case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. The customer was treated with manual injection. Customer stated that screen was scratched and there was crack on the battery compartment. The customer stated that the reservoir lip ring was not damaged. It was unknown that auto mode was used or not. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.